Event description:
It was reported that a malfunction occurred while the customer was swimming. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue could not be verified. However a different malfunction code was observed in the pump logs; however, no failure was identified.